Event description:
A pt's nurse contacted zoll customer support to report constant check belt alerts. The pt's nurse also reported that the pt was externally defibrillated while wearing the lifevest. During servicing of the patient's monitor, the monitor failed incoming testing. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was unable to recognize the ECG electrodes and therapy electrodes (tes). Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a lack of driven ground circuitry. The patient's nurse indicated that the pt was externally defibrillated. The cause for the check belt messages is the lack of driven ground. The cause for the lack of driven ground is the open r781 resistor. The cause for the open resistor is a shorted driven ground. The root cause of the shorted driven ground is the external defibrillation applied while the patient was wearing the lifevest. No adverse event resulted from the open resistor. The pt received a replacement monitor.